Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation in the file to show a causal relationship between the event of suspected peritonitis and the liberty select set. Additionally, there is no allegation of a malfunction or a leak against the cycler set. There is a temporal association between the suspected peritonitis and pd therapy. Based on available information a causal event of the suspected peritonitis is not confirmed.

Event description:
A peritoneal dialysis (pd) patient called technical support regarding experience abdominal pain. The patient was advised to contact their peritoneal dialysis registered nurse. Upon follow up the pd nurse stated the patient presented to the outpatient clinic on (B)(6) 2018 for a culture draw due to experiencing cloudy effluent and drain pain. The patient was started on antibiotics (type, route, dose, strength and duration unknown). The culture results were requested but unavailable. The patient was not hospitalized and continued continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler with no additional issues. Additional information was requested but was not available.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.